Manufacturer narrative:
The svc record indicates that the device is (B)(6) and has been returned for repair previously on (B)(4) 2012. The investigation was unable to complete the insp as the device has not been returned for svc/repair. Likely causes could be the overall care of the device along with angle of the handpiece and ease of handpiece travel during the process. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for insp and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.

Event description:
It was reported that the zimmer dermatome unit skips while cutting. Add'l clinical f/u indicated that the device was skipping slightly during the initial planned donor site harvest. The initial harvest was sufficient to complete the planned wound coverage without harvesting any unplanned donor tissue. An alternate, available on-site, dermatome was used to complete the remainder of the planned procedure without delay, increased surgical time, or unanticipated medical/surgical interventions.